Manufacturer narrative:
(B)(4) the reported complaint that the "console will not power on" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "attempted to power on the console. Console issued constant beep. Console was plugged in and was plugged in during attempt to power on. We confirmed the outlet is functional and power cord affixed fully to the console." Additional information states the iab pump console was replaced to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "attempted to power on the console. Console issued constant beep. Console was plugged in and was plugged in during attempt to power on. We confirmed the outlet is functional and power cord affixed fully to the console." Additional information states the iab pump console was replaced to continue therapy. The patient's current condition is reported as "fine".